Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and farfield oversensing of right atrial (ra) signals, causing pacing inhibition. Additionally, high out of range pacing impedance measurements of 2500 ohms and noisy signals that were not oversensed were identified. (B)(6) technical services (ts) provided reprogramming alternatives to avoid the reported observations. The lead is positioned near the tricuspid valve, but the physician does not want to reposition it. No adverse patient effects were reported. The device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).